Manufacturer narrative:
Method - medical review & lens work order. Results - review of this file indicates that serial number of icl implanted is (B)(4) and exchanged with (B)(4) during the same surgery. The icls had the same power and length. Reporter indicated that the lesn could not be rotated. The most likely incident based on the information provided is that the lens was implanted upside down and could not be rotated back, therefore, removed and exchanged with the same icl. A lens work order search was performed for this serial number and there were no similar complaints found. Conclusion (unable to confirm): based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the surgeon inserted the micl12.6 implantable collamer lens and the icl rotated. The surgeon attempted to reposition without success. The lens was removed and replaced. No patient injury noted. Additional information has been requested but not yet obtained. If any additional information is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4). Evaluation, method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found. (B)(4).